Event description:
Reportedly, the nurses was stuck with a contaminated needle. She is alleging that the needles do not drop freely through the opening. She has been through the needle stick protocol program. No patient injury occurred.